Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The qc recovery data provided were acceptable. Calibration was acceptable on the day of the event. The alarm trace did not contain a conspicuous event. The customer pulled 10 previous patient samples to repeat and all results matched acceptably. The investigation is ongoing.

Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 1 patient sample on a cobas c513 analyzer commercial system. On (B)(6) 2023, the initial a1c whole blood result was 9.3% with flag. The result was reported outside of the laboratory. On (B)(6) 2023, the doctor questioned the result and the sample was repeated the same day. The sample was repeated on another analyzer and the a1c result was 5.3%. The repeat result was deemed correct. The a1c reagent lot number is 62958001 and the expiration date is 31-aug-2023.